Manufacturer narrative:
According to the customer the nebulizer began to smoke and have a burning smell, and would shut down on its own during use. No additional information is available at this time. The device is reported to be available but has not been returned for evaluation at this time. Due to the reported incident and in an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the customer the nebulizer began to smoke and have a burning smell, and would shut down on its own during use.